Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum was pushed in. The following information was provided by the initial reporter, translated from chinese to english: the infusion connector does not drip when the infusion tube is connected for fluid replacement. After untying the infusion set, it was found that part of the positive pressure connector separation membrane was stuck in the channel and could not be ejected automatically. After connecting the infusion set, the rehydration could not drip. Replace a new separation membrane needle-free closed infusion connector, and the intravenous rehydration went smoothly without causing harm to the patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed from the three photographs that were provided for investigation. The photos showed a q-syte connector with the top disc of the septum partially separated from the top body and pushed inward. The root cause could not be determined from the photographs. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.